Event description:
Bag clamped with no indication of which bag is clamped. The rn changed fluid removal rate, then pressed flow rate and the fluid removal button. It was then highlighted in red on the monitor. The flow rate was changed from 120 to 160 cc/hr, but the number was not changing. However, the replacement rate changed from 1500 to 1050cc/hr. The flow rate screen stated the replacement 1500 and the fluid removal 120, but on the status screen, it was 1050 and pt fluid removal at 210. No blood loss reported.

Manufacturer narrative:
Bag clamp alarm is designed to go off when a bag is clamped, but there is not an indicator on the prismaflex stating which bag to look at. The downloaded machine data files relating to this incident have been requested. Follow up report will be submitted when the investigation has been completed.